Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "doesn't work on this battery pack". The ipg remains in use. No patient complications have been reported as a result of this event.